Event description:
Complainant reported that a genzyme surgical products saphlite saphenous vein retractor (with a saphlite light panel attached to the underside) was used during a saphenous vein harvesting procedure. The retractor was laid down either between the pt's legs or on the mayo stand when the harvesting was completed. After the pt's leg was sutured, the retractor was retrieved. Or personnel noticed that the acrylic light panel was deformed and discolored at the curved portion. The retractor assembly was immediately removed from the sterile field. The complainant reported no pt injury.